Manufacturer narrative:
Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Analysis of the returned flash card was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis was completed on the returned handheld. During the analysis, it was identified that the handheld would display an error message when the returned flashcard was inserted. The cause for the anomaly is associated with a bent flashcard slot pin. Once the pin was straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician's handheld computer did not install the vns software. The handheld screen shows the windows operating system. When attempting to install the software, the handheld does not recognized the software card and it proceeds to the windows operating system screen. The suspected software and handheld computer were returned to the manufacturer on (B)(6) 2015. Analysis is underway but it has not been completed to date.